Manufacturer narrative:
A ge service representative performed an onsite investigation. The general power supply cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.